Event description:
A malfunction alarm was reported with the pump by the customer. There was no information provided regarding the customer's blood glucose level. The pump was not returned, and no additional information was received regarding the outcome of the event.